Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room after a syncopal episode during dialysis. Upon interrogation, oversensing was observed. Programming changes were made. The patient is doing fine.